Manufacturer narrative:
Findings: motor error alarm during the occlusion test and unable to prime duringprime/a33 test due to faulty fsr (gold). Pump passed the displacement, basic occlusion and rewind test. Motor passed motor test. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 153 mg/dl. Customer does not use the sensor feature on the insulin pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.